Manufacturer narrative:
Troubleshooting and repair were performed by the customer with the help of the fse (field service engineer) over the phone. (B)(4).

Event description:
The customer reported a leak at the drip tray under the coulter lh 780 hematology analyzer. The volume leaked is unknown and the customer indicated that the leak was not contained. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) assisted the customer over the phone to perform basic troubleshooting. The customer observed a disconnected tubing from pinch valve vl50a and the fse instructed the customer to clean up the spill, trim the tubing, clean the connector with alcohol, and reconnect the tubing to resolve the leak. The customer was advised to run verification with startup, latron, controls and reproducibility check which passed within specifications. Failure mode is attributed to a disconnected tubing at pinch valve vl50a.